Event description:
It was reported that during use, "balloon catheter alarm found to be inoperative after catheter inserted". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). UDI# (B)(4). Other remarks: n/a corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. Returned with the sample was the supplied 30cc driveline tubing, the short arterial pressure tubing, the returned semi-finished insertion kit appeared sealed and unused, and a 6f thrombuster. The sample was returned in a cardboard box and was loosely packed inside an original packaging tray. Upon return, the stylet was noted inserted within the iabc central lumen. The one-way valve was tethered to the short driveline tubing. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the pressure, the iabc bladder was removed from the packaging tray without any difficulty. Upon removal, the bladder was noted fully wrapped. A bend to the central/outer lumen was noted at approximately 34cm from the iabc distal tip. The stylet was removed from the iabc central lumen; resistance was noted upon removal. The iabc central lumen was aspirated and flushed using a 60cc lab inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the returned 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 35cm and 75.5 cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 76.5cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "balloon catheter alarm found to be inoperative" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that during use, "balloon catheter alarm found to be inoperative after catheter inserted". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".